Event description:
Healthcare professional reported left "implant rupture", discovered during capsulorrhaphy procedure. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical damage. Visibility/ palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left "implant rupture", discovered during capsulorrhaphy procedure. The device has been explanted and replaced.